Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, an eye care provider (ecp) contacted our affiliate in the (B)(4) to report that a patient (pt) had ¿numerous problems lenses kept splitting and had pieces missing a few also stuck together. Pt then ended up with ulcers and told not to wear by hospital." On (B)(6) 2018, our medical professional contacted the ecp who provided additional information: ecp reported the pt was fitted with contact lenses in 2015 (right eye: 1-day acuvue® moist® brand multifocal; left eye: 1-day acuvue® moist® for astigmatism. Pt had routine appointments in (B)(6) 2016, (B)(6) 2017 and (B)(6) 2018 and no problems were reported. On (B)(6) 2018, patient called the ecp to report the lenses ¿were stuck together (2 in a blister) and some were torn together.¿ ecp advised pt not to wear the lenses and to inspect the lenses prior to insertion. On (B)(6) 2018, patient called the ecp to report continuing to wear the lenses and has since had ¿2 ulcers¿ in which the pt was ¿receiving treatment for in the hospital.¿ ecp reported the pt has since ceased contact lens wear. Multiple attempts were made to the pt for additional information. No additional information was received. It is unknown which eye was affected and if the suspect product is available for return. Two lot numbers were provided; however, it is unknown which product the pt was wearing at the time of the event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Os lot b00qmd4 (1-day acuvue® moist® for astigmatism) was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Od lot 6513430104 (1-day acuvue® moist® brand multifocal) was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. (B)(4).